Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with missing display window cover.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and battery compartment was damaged. Customer's blood glucose level was 138 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.